Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-sep-2021, UDI#: (B)(4). Product ID: 97 7a260, serial/lot #: (B)(4), ubd: 08-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for crps and spinal pain. It was reported that the reason for call was patient mentioned that they had their ins battery replaced last year. When patient services (pss) asked if it was due to normal battery depletion, patient said "yes and no". The patient said that they had to leave the ins on 24/7 and said it was the 4th or 5th ins they have had in the last 12 years (patient said not all of them were mdt implants). The patient said they had a lot of complications (patient mentioned the leads). The patient mentioned the leads required significant surgery to get fixed. Pss documenting information given during call.